Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dmg belt connector) was confirmed. As received, the belt receptacle was detached from the monitor case, damaging internal wires. The root cause of the damaged belt connector is excessive force while an electrode belt was attached. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt connector on a patient's device was damaged.